Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The caller stated that the insulin pump did not work even after inserting new batteries in the device. The caller stated that they will call back at a later time to troubleshoot the issue.